Event description:
During preventative maintenance, the baxter technician reported a flo-gard infusion pump with "power cord broken." This condition had the potential to interrupt delivery. There are no reports of any patient involvement, patient injury or medical intervention reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a broken power cord was confirmed during product evaluation. The assignable cause for the reported condition was assigned to a broken power cord. The power cord was replaced to correct the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.